Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturing representative regarding the implantable neurostimulator (ins). It was reported that "stimulation is off" was displayed on the controller. Guidance was provided to operate the controller to turn stimulation on. It was reported that there was no recollection of turning stimulation off, and the stimulator had not run out of charge. The patient was advised to monitor the situation. The issue was resolved at the time of the call.